Event description:
It was reported that during a meniscus repair t2 had a premature deployment. The procedure was completed with a backup device with no significant delay or patient injury reported.

Manufacturer narrative:
The reported fast-fix 360 curve needle delivery system intended for use in treatment, has not been returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, t2 deployed prematurely. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: pushing the deployment slider twice will deploy t2 prematurely. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.